Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that a patient underwent a hernia repair surgery on (B)(6) 2017 and absorbable straps were used. The patient experienced pain and swelling. No additional information was provided.